Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Analysis found the insulation of the rv cable melted at 8.8cm from the rv connector pin and the rv cable was exposed near the trifurcation. No insulation damage was found under the shock coil. A complete analysis could not be performed due to the condition of the returned lead.

Event description:
It was reported that during change out, an insulation break was noted and the lead impedance had increased.